Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and had exhibited thresholds and impedance measurements that had risen to a range that was described as high. Lead fracture and subclavian crush appeared to have occurred per the physician. The lead was explanted and replaced. Sensing was also noted to be poor on a new right ventricular (rv) lead until it was repositioned from the apex to the septum. The lead remains in use. No patient complications have been reported as a result of this event.